Event description:
It was reported that during surgery the zimmer air dermatome was not working properly and the skin graft was not usable. There was no patient harm reported, however there was a delay of approximately 15 minutes, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.